Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-calcified left external iliac vein. An 18-6/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during inflation at 5 atmospheres for 2 minutes, the balloon ruptured. The device was removed over a .035 wire and the procedure was completed with another of the same device. There were no patient complications reported and the patient was safe.